Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number 2269879. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been returned to aid in our investigation. Our engineers were able to observe a bifurcated catheter tube. This nonconformance has been confirmed. Closer inspection of the cross-section of the catheter tubing was able to reveal thinning of the tubing and a jagged edge to the broken region. This suggests the application of a large tensile which likely exceeded product specifications. Based on these observations and the reported 48-hour indwelling period prior to failure, our engineers were not able to associate the root cause for this event with the manufacturing process.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn catheter tubing separated after placement. Nursing staff this morning when checking the patient's indwelling needle indwelling catheter in the body is missing. Now sales doubt whether the indwelling needle broken catheter, broken in the patient's body, the hospital is currently giving the patient to do the examination, the results of the examination has not yet issued the report. Claim: sales said the company needs to test the product and issue a test report. There are photos, samples can be returned, the need for claims, the need for a letter of acceptance of the complaint, the need for a letter of reply to the complaint.